Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from june 2, 2020 - june 3, 2020. H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by manually filling the returned unit with green colored water. During fill, leak/backflow was observed at the fillport. Further examination on the unit revealed the cause of the leak/backflow condition was due to a particle measured to be 0.80 square mm in size, lodged under the device checkband. The particle was subsequently identified to be sebs (styrene/ethylene/butylene/styrene) polymer material via ftir spectroscopy test. The reported condition was confirmed. The cause of the condition was due to particulate lodged under the device checkband. The particle may have likely come from the drug container that the customer used to fill the device during the initial filling step. A filter should be used during the filling step to prevent particles from entering into the fillport which can cause a backflow at the fillport. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the fill port. The leak was observed after the fill port cap was removed to fill the device with a new amount of volume of dextrose prior to patient use. There was no patient involvement. No additional information is available.